Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia totally extraperitoneal (tep) procedure. The device was removed from the box. The sheath on the balloon was off when the device was opened. In order to resolve the issue and complete the case, took the sheath off and continued. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted: the trocar and dissector balloons appeared to be intact. The obturators were received. The insufflation bulb and inflation syringe were not received. Pmv performed functional testing which included inflating the trocar and dissector balloons; no leaks were detected. The locking collar and valve functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.